Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer stated that they fell into the pool and got moisture in the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms or battery out limit alarms were noted during testing. The pump passed the displacement, rewind, and off no power tests. The operating currents were within specification. The pump had intermittent button response on the esc button due to moisture damage on the keypad traces. The pump also had moisture damage on the vibrator motor, motor assembly, and all electronic assemblies. The pump gave a motor error alarm during the basic occlusion test, and was unable to prime during the prime test due to moisture damage on the force sensor. The pump had cracks on the lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.